Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the patient experienced elevated blood glucose (bg) over 600 mg/dl with stomachache and there were air bubbles in the tubing. The reporter stated that the infusion set had been changed the previous evening. The reporter noted that issues with air bubbles started with the most recent shipment of cartridges. The reporter stated that the air bubbles were removed from the cartridge, and patient¿s bg was corrected with the pump and his bg at the time of the call to animas was 473 mg/dl. The reporter attributed the stomachache to the patient being hungry. The reporter confirmed using room temperature insulin to fill cartridges. The reporter noted that they only fill cartridges to 120 units, but they make sure there is no air in the cartridges prior to loading them into the pump. The reporter stated that the luer lock connector was secure after the site change on (B)(6) 2013. The reporter stated that there were no air bubbles when the cartridge was initially filled. The reported admitted to not cycling cartridges. The reporter was advised to cycle cartridges prior to filling, and to let cartridges sit out after filling for about 30 minutes to de-bubble. This complaint is being reported based on the allegation that the patient experienced hyperglycemia related to air bubbles in the cartridge. There was no cartridge defect identified during troubleshooting.

Manufacturer narrative:
The cartridge has not been requested for return. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.